Event description:
It was reported that on (B)(6) 2025, a customer began receiving error codes on their selenia dimensions mammography systems, 3d, which caused the equipment to stop functioning. A field engineer examined the equipment and found loose hardware within the device. The field engineer tightened the hardware, performed all required calibrations and confirmed that the equipment is functioning to manufacturer specifications. No patient or user injury was reported.